Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a liver resection, there was a harmonic scalpel malfunction. During the procedure when grasping tissue the tip of the blade broke off and this was recovered from the patient. There was no harm caused and the surgeon opened another device to complete the procedure.

Manufacturer narrative:
(B)(4). Batch#: t92n4w. Additional information: device received was an harh36. Corrected data: brand name is harmonic ace plus 7 adv hemostasis 36. Catalog is harh36. Lot number is t92n4w. Unique identifier( UDI) is (B)(4). Investigation summary: the device was returned with no apparent damage and with the blade tip intact and not broken off as reported by the customer. In addition the device was returned with the tissue pad damaged, melted, not all present, and a portion was not returned. Then the device was connected to a test handpiece and a gen11 and the device did activate during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.